Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage-display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of pump¿s black box revealed no related alarms. Upon powering on, the pump¿s temperature became elevated. The display screen was found to be cracked and blank. Replacement with a test display returned the pump¿s operating temperature and display function to specification.